Event description:
Customer reported via phone call that insulin pump fell out of pocket and was misplaced. Customer's blood glucose was between 400 mg/dl and 453 mg/dl. Customer reported a past issue of being hospitalized due to other diabetes related issues, but not products. Customer declined to give hospitalization information. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.